Event description:
On (B)(6) 2014, the reporter contacted animas alleging sometimes insulin should of been recorded in the pump and wasn't and the insulin recorded in the pump was not suppose to be recorded. It was noted that the reporter was unsure of the issue since the patient and pump were unavailble at the time to troubleshoot. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.